Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette not attached error. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair. There was no prior service history. Review of event log showed history of cassette not attached errors. Visual and functional testing was performed. Confirmed customer complaint, device error cassette not attached properly when attached. Replaced latch flex cable. Device recognizes cassette attachment. Performed verification testing and device passed all test criteria. Upon further investigation, battery door was missing, replaced. Software up to date.